Manufacturer narrative:
Cloud data from the user for the period of 14sep2024-16oct2024 was downloaded and reviewed. Review of the cloud data found that a controller with serial number 01030100-000031785 was in use until 14sep2024 and the last basal program in use was a program of 0.65 u per hour from 00:00 to 20:00 and 0.70 u per hour from 20:00 to 24:00. The controller with the serial number reported (01040000-000459928) was setup on 14sep2024 and was setup with a basal program of 3 u per hour for 24 hours. This basal program was changed to 2.75 u per hour for 24 hours, then to 2.6 u per hour from 00:00 to 08:00 and 3 u per hour from 08:00 to 24:00, then to 2 u per hour for 24 hours on 06oct2024. The basal program was changed again to 0.65 u per hour from 00:00 to 20:00 and 0.70 u per hour from 20:00 to 24:00 on 08oct2024 and changed again to 0.65 u per hour for 24 hours on 11oct2024. This last basal program remained unchanged through 16oct2024. Review of the patient history buffer (phb) data found that the system mode was switched from automated mode to manual mode at 23:07 on 03oct2024 and the system remained in manual mode until 10:22 on 05oct2025. While in manual mode, the system was correctly delivering the user's manual basal program of 3 u per hour. When insulin delivery was manually suspended, the system correctly stopped delivery of basal insulin, as indicated by the total pulses delivered count tracked by the pod not increasing during the suspension period. It could not be conclusively determined if the basal program of 3 u per hour for 24 hours was correctly and intentionally set by the user. The exact cause of the reported incorrect basal setting could not be determined from the available cloud data.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical treatment and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient received medical attention due to hypoglycemia. The patient's blood glucose levels declined to 39 mg/dl while wearing the pod between 4 and 24 hours. The patient stated that she unknowingly was driving to work when her bg (blood glucose) levels were low, which resulted in a car accident. The patient does not recall getting into car to drive or the specific details of the wreck. When the paramedics arrived at the wreck scene, they treated her with IV (intravenous) dextrose. The patient was released by the paramedics an hour later and did not need to go to the hospital. The pod was worn when seeking medical attention. Per follow up with the patient, the patient reported she had recently received a new controller and discovered it was programmed incorrectly which resulted in low glucose levels.

Manufacturer narrative:
H6 component code changed from pump to controller.